Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band 2 balloons deflated on the patient prior to them leaving the room. Another tr band was placed to stop the bleeding. The estimated blood loss was less than 250cc's. There was no patient injury/medical or surgical intervention required. The patient was in stable condition, and the procedure outcome was positive. There were no other devices or equipment used with the reported product. Additional information was received on 17may2023: the procedure was a diagnostic heart catheterization. The instructions for use (IFU) for inflating the balloon with air was followed. The tr band deflated within a few minutes.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager of cardiology services. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.